Event description:
Info received indicates while the technician was performing an electrical safety check on the bed and the ground resistance was too high.

Manufacturer narrative:
The technician found that the female connector on the power cord was worn from normal wear and tear. He replaced the power cord to repair the bed.